Event description:
During a procedure for bi-lateral rodding of the femurs for cancerous lesions, the drive shaft and the reamer head were not coupled properly which caused splintering. After the assembly was removed from the pt, it was discovered by fluorscopic image that several metal splinters/flakes in the pt.